Event description:
Boston scientific crm received information in (B)(6) 2008 that this clinic nurse contacted technical services to report that this patient's implantable crt-d device is currently programmed to monitor only. The program change history was reviewed and indicated that the device had been programmed today. The patient has been receiving inappropriate shocks for svt and the device is being elevated today. Boston scientific's technical services discussed the parameter report. To date, the available information suggests that the device remains in-service. Boston scientific crm could not confirm that this device had been intentionally deactivated and the possibility existed that this patient was left unprotected. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2010 due to normal battery depletion.

Manufacturer narrative:
The device was received at boston scientific's post market quality assurance laboratory and is currently undergoing laboratory testing.

Manufacturer narrative:
The device was successfully interrogated and engineering calculations determined that this device did meet expected longevity. The battery status indicator was elective replacement indicator (eri) and had been triggered by battery voltage. Recorded electrograms of all shock therapies indicated that the device was delivering tachycardia therapies as programmed. Laboratory testing verified that all lead impedance measurements were normal and that the device was capable of delivering both bradycardia and tachycardia therapies. The device was put through and passed automated diagnostic testings which verified the operation and functionality of the device. In conclusion, the device performed normally throughout laboratory testing.